Event description:
It was reported the ventricular port is not working. Multiple cables and pigtail adapters were tried. It was noted the atrial port works fine. The analyzer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).